Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero¿ needleless connector had flow issues and could not infuse lipids past the buff cap, which lead to leakage of lipids during the infusion. The following information was provided by the initial reporter: "rn obtained a blood glucose and it was 37. Upon further inspection this rn noticed the bed was wet. The specific buff cap that the lipids were hooked up to was found to be wet and dripping and no lipids appeared to be moving further than that buff cap. "

Event description:
It was reported that the bd maxzero¿ needleless connector had flow issues and could not infuse lipids past the buff cap, which lead to leakage of lipids during the infusion. The following information was provided by the initial reporter: "rn obtained a blood glucose and it was 37. Upon further inspection this rn noticed the bed was wet. The specific buff cap that the lipids were hooked up to was found to be wet and dripping and no lipids appeared to be moving further than that buff cap. "

Manufacturer narrative:
H6: investigation summary 1 sample (model # mz1000-07) was received for investigation. Prior to functional testing the sample was visually examined for defects and abnormalities. No defects or abnormalities were observed. The sample was attached to a bd extension set (model # mp5301-c). The setup was flushed by using 10 ml bd syringe filled with 85% glycerin / 15% water solution. The sample flushed successfully with no leakage or fluid blockage was observed. The customer complaint that there was fluid blockage and leakage was not replicated. A device history record review for model mz1000-07 and lot number 22105271 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07oct2022. A device history record review for model mz1000-07 and lot number 22105324 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14oct2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lots. The root cause of this complaint could not be definitively determined because the issue could not be replicated.